Event description:
Reportedly, the stapler fired but the ring failed to trigger and cut the bowel. The staples had to be removed and the procedure was completed with manual suturing. Delayed the procedure completion by (1 1/2) hours.